Manufacturer narrative:
G4: 16sep2020. B4: 17sep2020. The manufacturer's field service engineer (fse) evaluated the unit and could not find any problems. Since no issues were found with the unit, it was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25aug2020.

Event description:
It was reported the device does not work. The device was in clinical use at the time of the issue, however there was no patient harm reported.